Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality cevaluation summary vf0008431v no anomalies found

Event description:
Hcp reported known dural puncture at the time of stimulator placement. The pt developed a severe headache post-dural puncture. The pt did not have increased intracranial pressure or headache syndrome prior to implant. Blood patches were used to treat the pt with no pain relief. Hcp stated the lead placement possibly inhibited closure of the dural puncture. The pt actively used the stimulator only the first month after implant. The headache became the primary pain complaint. The device was removed. The pt has had gradual improvement but the headaches are ongoing. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional info is received.